Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right coronary artery with mild tortuosity and mild calcification. The 2.0 x 8 mm voyager balloon catheter was advanced and inflated one time to 14 atmospheres (atm); however, the balloon ruptured. There was no resistance advancing or removing the voyager catheter from the patient. It was further reported that the voyager balloon was not prepped prior to use per the instructions for use (IFU). A new voyager balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was not prepared for use outside the anatomy. It should be noted that the rx voyager instruction for use (IFU) instructs: all air must be removed from the balloon and displaced with contrast medium (diluted 1:1 with normal saline) prior to inserting into the body; otherwise, complications may occur. In this case, preparation of the catheter in the anatomy does not appear to have contributed to the rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect preparation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.